Event description:
In 2005 patient underwent anterior and posterior repair, both using gynemesh and also had a tot. Three months later, mesh erosion with pelvic pain, bleeding and dyspareunia. Husband's penis injured by erosion. Also c/o extremely slow voiding with a hesitancy pattern. Five months later, stress incontinence with an intrinsic sphincter deficiency and voiding disorder. Two months later, excision of vaginal mesh erosion. Patient has continued c/o feeling open and dissatisfaction with sexual intercourse due to vaginal changes.